Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the jaws of the instrument were clamped with two fully formed clips caught between the jaws. The handle was partially actuated. The clip counter was not active. It was reported that the instrument locked on tissue, there was a clip formation issue, and the clips did not load properly. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if an attempt is made to apply a clip over a fully formed clip or obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to placing a clip, confirm that the jaws are positioned free of other clips or obstructions. Placing the jaws or firing the instrument over another clip or other obstruction may result in bleeding and or lack of hemostasis and or damage to the instrument jaws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy, the first clip loaded and fired successfully. On firing of the second clip, the surgeon was unable to open the jaws after firing and the clip was noted to be still within the jaws, but on an angle and jammed within the jaws. The jaws had to be forcefully removed from the appendix by manipulating it off the tissue as the handle was locked closed. The jaws were unable to be open, and it dislodged the malformed clip from the jaws outside the patient. After removing the device from the cavity, the surgeon tried to open the jaws extracorporeal to no avail. A new clip applier was opened and used to be successfully complete the case without incident. No patient injury.